Manufacturer narrative:
Baxter received and evaluated the device. The reported condition was verified. The device was found out of specification in relation to the reported display is blank which was reproduced. The blank display was verified and found to be caused by a failed processor. The processor was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a blank display. There was no known patient injury or medical intervention associated with this event. No additional information is available.